Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. The customer's blood glucose level was in the 100s mg/dl. Reportedly, multiple supply changes were performed and pump reset was completed to address the issues and insulin delivery was resumed.